Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The reported device was returned for investigation. Visual inspection via naked eye and camera magnification revealed signs of use. No pre-existing conditions were noted on the product experience report (per). The reported event could not be recreated due to the nature of the dental device and event. A device history record (DHR) review was performed and no related deviations or non-conformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the abutment screw loosened in the patient's mouth. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. Patient identifier: (B)(6). Age and date of birth: unknown / not provided. Patient sex: unknown / not provided. Weight: unknown / not provided. Date of event: unknown / not provided. Last name: unknown / not provided.

Event description:
It was reported that the patient came in office with the screw and abutment out of the mouth. The abutment screw had loosened.